Event description:
Additional information was received from a patient (pt). It was reported that they had an accident and broke their leads and will be getting another stimulator. Before, they used to have a program from a-d which they can adjust depending on their pain, but now they don't have it anymore. Patient mentioned they met with a manufacturer representative (rep) on sept 23 and discovered that only one point on the lead worked so the rep needed to reprogram and removed the program they use to used. Patient inquiring if they can get the same program for the new implant. Patient mentioned they were working for a different dr for surgery only and would like to have a rep to speak about the available programs. Agent redirected the patient to their healthcare provider (hcp) and provided nas to set up an appointment with a rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (B)(6); product type: 0200-lead; implant date (B)(6) 2015; brand name vectris surescan; product ID 977a260 (B)(6); product type: 0200-lead; implant date (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported she was rear-ended at a stoplight and all of her leads are broken as a result of the accident since mid (B)(6) 2024. Pt stated the insurance company is refusing to pay for their lead replacement. Pt got a lawyer to help fight the insurance company, and pt stated they will see an implant hcp but does not have a scheduled replacement date. The patient was redirected to their healthcare provider to further address the issue.